Event description:
It was reported that on (B)(6) 2005: the patient underwent fusion surgery using rhbmp-2/acs. No other information was provided. Patient alleges unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.